Event description:
It is reported that the nurse pulled the box off of the shelf to open in the field in surgery. When she opened the box, inside was an implant marked "sample". There was no packaging around the implant.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation: both related lots were manufactured approximately 15 years apart and it is highly unlikely that the sample device was originally packaged in this condition given the manufacturing time span. The manufacturing records were reviewed and found to be conforming. The device was returned with the shrink wrap material not intact and tape was observed over the tamper proof labels. Distribution records show both the sample device lot and the packaging material lot were received by the related distributor and it is possible that this situation may have occurred after the device was distributed.